Event description:
It was reported that review of remote home monitoring data noted that this implantable cardioverter defibrillator (ICD) stored several ventricular tachycardia (vt) episodes where anti-tachycardia pacing (atp) therapy was delivered for a rhythm detected in the vt-1 zone. It was noted that two bursts of four pulses are the only therapy attempts programmed on in this zone. Review of stored episodes noted atp therapy was successfully delivered, however, the atp did not capture in several of the bursts delivered and the vt was seen to continue in the vt-1 zone with no further therapy programmed and intervals falling below detection at times with one of the episode durations being up to 26.5 minutes long. Technical services (ts) recommended further review of therapy settings to the physician. Additional information was received that the root cause of the non-capture of atp was not determined. No changes were made and the physician is considering scheduling the patient for a future vt ablation procedure. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.